Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the surgeon went to use clip applier and first four clips would not form properly. The surgeon stopped using the clip applier and opened a scecond clip applier that worked fine. The case was completed and there was no consequence to patient.